Event description:
It was reported that the implant was removed due to infection and bone loss. Biological failure is also reported. Tooth site #20 (universal).

Manufacturer narrative:
(B)(4). Date of event is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to the previous submission. After clarification from the customer about the event, it has been found that the event does no longer meet the requirements for a reportable event. No further submission will be submitted for this event. The following sections are being reported: b5 describe event or problem. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
It has been confirmed that this is a loss of integration event.